Event description:
It was reported that during a total knee arthroplasty (tka) procedure, it was observed that the robotic assisted saw interface device (left) was loose and not suitable for use anymore. It was reported that the device was replaced with another like device. It was not reported if there were any delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿left side sasi has become loose and is not suitable for use anymore. Requires replacement¿.. The velys saw interface left (lot. J46976) was not returned to medtech orthopaedics. However, a video and photos were provided for review. Review of the provided evidence revealed that the left- sasi exhibits an overall worn appearance consistent with multiple uses in a clinical settings; no cosmetic defects nor damage that could have contributed to the reported event were observed on the provided photo. Additionally, undesired movement or play was observed between the sasi clamp and the sasi itself with the saw handpiece (sh) fully assembled. However, no looseness was observed between the connection of the sasi clamp and the sh. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the velys saw interface left would have contributed to the reported device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality management system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.